Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced fluctuating blood glucose with episodes of hyperglycemia up to 350 mg/dl following meals and subsequent prolonged hypoglycemia with nadirs to 57 mg/dl lasting approximately 30 to 60 minutes, occurring for about 4 hours outside target, while using the ilet system; user education was provided on learning phase, meal announcements, correction algorithm behavior, and the importance of remaining connected to the system. Symptoms included low glucose episodes without loss of consciousness, dizziness, or other acute complications. Outcomes included no medical intervention, no professional assistance, and no use of backup therapy. Investigation included customer care review, user interview, and troubleshooting with education on proper use. Investigation of this case revealed use-related factors including intermittent user-initiated disconnection and early learning-phase variability as potential contributors, with no device malfunction identified. It was concluded that the reported hyperglycemia and hypoglycemia were cause unclear with contributory use-related factors and no evidence of device failure. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.